Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer reverted to an alternate method of insulin therapy. A replacement pump was sent to the customer to resolve the issues.